Event description:
During a cardiopulmonary bypass procedure, the cardioplegia monitor was heating up, due to a defective power interface board. There were no reported adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.